Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has been complaining of sounds being too soft and that it's hard to understand speech. Under normal wearing conditions sounds are described as too soft. Pressing on the coil provides add'l benefit, but there is no consistency in the loudness. Testing performed by med-el showed that the device has malfunctioned.